Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited false premature battery depletion. The patient is pacer dependent. During device change out procedure, the device exhibited loss of output and a temporary pacer was used. The patient was not responsive and required CPR. The device was explanted and replaced. The patient was recovering well post operation.